Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: upon review of the event description and assigned malfunction code (insertion into scar tissue, improper site selection, or incorrect preparation of set), it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA) determination based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion. Based on the event description, assigned malfunction code, and limited information available, the reported failure could not be confirmed for this complaint. No specific lot number/evidence was provided, which limits the ability to trace or analyze a particular item. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported experiencing cannula issues with one infusion set, specifically noting that the cannula was kinked. The event occurred around (B)(6), and the customer noticed symptoms approximately three or more hours after insertion. At the time of the incident, the infusion set had been in use for less than one day and was inserted in the abdomen. The patient was unsure whether the site area had been impacted in any way but confirmed that they had verified the introducer needle was ahead of the cannula prior to insertion. The issue required a visit to the emergency room, where the patient arrived around (B)(6) 2025, and stayed for one day. The highest blood glucose level related to the incident was approximately 550 mg/dl, the patient was unsure about the presence of ketones. Treatment received at the ER included IV fluids of saline and insulin, which successfully resolved the issue. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.